Event description:
The patient reported via voicemail that he started on v-go the past week and one of their v-go 30 devices fell off in the shower. Upon follow-up, the patient could not provide the lot number. The patient confirmed that the device is not available for return to the manufacturer for evaluation because it was discarded.